Manufacturer narrative:
The patient sample was submitted for investigation. During the investigation the customer's anti-tpo result was confirmed. A value above the cutoff value of the assay was measured. Investigation confirmed the presence of a streptavidin interfering factor. This interference most likely caused the erroneous anti-tpo result. This specific interference is addressed in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of elevated thyroid panel results for 1 patient that did not match the clinical picture for this patient. Based on the data provided, the results for antibodies to tsh receptor (anti-tshr) from an e411 analyzer and antibodies to thyroid peroxidase (anti-tpo) from an e601 analyzer were erroneous and reported outside of the laboratory. This medwatch will cover anti-tpo. Refer to medwatch with (B)(6) for information on the anti-tshr erroneous results. The anti-tshr result from the e411 analyzer was 2.74 iu/l and the anti-tpo result from the e601 analyzer was 72 iu/ml. Both results were reported to the clinician who indicated the results did not match the clinical picture for the patient. The clinician requested repeat testing at an external laboratory for t3 and t4 using the ria method. The t3 result was 106 ng/dl and the t4 result was 8.6 ug/dl which matched the clinical picture of the patient much better. No adverse event occurred. The e601 analyzer serial number was not provided. The e411 analyzer serial number was (B)(4). The customer thinks there is an interference in the sample.